Event description:
It was reported that a user experienced prolonged hyperglycemia after multiple meal announcements on the ilet while also recovering from a nocturnal hypoglycemia, with subsequent manual use of oral glucose and an injection of long-acting insulin. Factors included attempts to use meals as correction doses and potential absorption issues related to a teflon infusion set and scar tissue, and the device component implicated was the user interface due to interaction with meal announcements. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 393 mg/dl as well as anxiety, distress, irritability, and malaise. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem; an identified usage problem related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.